Manufacturer narrative:
(B)(4) no sample was returned for evaluation; therefore five representative samples were taken from production at the manufacturing facility and testing was conducted to determine the effects of chemicals (ipa, mek, mk72, hand gel, lidocaine) towards the tube markings. It was determined that the application of mek and mk72 could completely remove the tube markings. There was no information provided related to what type of chemical was used by user. The complaint of tube markings erased was could not be confirmed as no sample was returned. It is not known why the tubing marks would have been erased. There have been no changes in terms of ink composition and process at the manufacturing facility that could cause the ink to fade.

Event description:
It was reported "during an intubation in the nicu, the supervisor nataliese, noticed that the 2.5 uncuffed et tube were missing tick lines, especially the number 7. It was reported that the "missing markings were noticed bfore the intubated". No patient injury or consequence reported.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "during an intubation in the nicu, the supervisor (B)(6), noticed that the 2.5 uncuffed et tube were missing tick lines, especially the number 7. It was reported that the "missing markings were noticed before the intubated". No patient injury or consequence reported.